Manufacturer narrative:
Per received x-rays, patient (B)(6). This report is for one (1) unknown screw. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient underwent a revision procedure on an unknown date due to a non-union. Additional information regarding the circumstances surrounding the non-union are unknown. This report is for one (1) unknown screw. This report is 3 of 3 for (B)(4).